Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer's blood glucose level was 150 mg/dl. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed for power error detected alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error , noted during testing or in the insulin pump trace download. Device functioning properly during testing.